Manufacturer narrative:
H.6. Investigation: this is the 1st related complaint for stopper defective damaged on the provided lot number 0298048. Sample received for investigation, it was found that the stopper presents a damage similar to a cut, therefore the defect is confirmed. Furthermore, during the documentary review of the batch 0298048 no quality events record in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. Possible root cause, a bad cut in the stamping stage due to a bad positioning of the cavity, or a cut made by the operator when a defective part is detected.

Event description:
It was reported that syringe 3ml ll 200 s/c was defective. The following information was provided by the initial reporter: it was reported defect in the rubber plunger which prevented the ability to create suction. Verbatim: during the process to hook up a patient to a dialysis machine requires the staff to hook up a empty syringe to the patients catheter and removed the heparin which would be dwelling inside. This rn was had the syringe hooked up and upon unclamping the catheter line and attempting to pull back nothing occurred. Rn inspected syringe to troubleshoot and discovered small defect in the rubber plunger which prevented the ability to create suction. New syringe used and when trying to pull back it was noted the heparin was no longer dwelling and air was aspirated from the catheter followed by blood return. The patient must of received the heparin dose when the clamp was opened since the defective syringe allowed airflow. It is unclear if patient had air introduced to her circulation or limited to the catheter. Patient had no issues and completed treatment without incident.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c was defective. The following information was provided by the initial reporter: it was reported defect in the rubber plunger which prevented the ability to create suction. Verbatim: during the process to hook up a patient to a dialysis machine requires the staff to hook up a empty syringe to the patients catheter and removed the heparin which would be dwelling inside. This rn was had the syringe hooked up and upon unclamping the catheter line and attempting to pull back nothing occurred. Rn inspected syringe to troubleshoot and discovered small defect in the rubber plunger which prevented the ability to create suction. New syringe used and when trying to pull back it was noted the heparin was no longer dwelling and air was aspirated from the catheter followed by blood return. The patient must of received the heparin dose when the clamp was opened since the defective syringe allowed airflow. It is unclear if patient had air introduced to her circulation or limited to the catheter. Patient had no issues and completed treatment without incident.